Manufacturer narrative:
Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that pump head a of the s5 double head pump ran continuously when the pump head cover was open, without enabling the override function. This issue occurred during a demo, so there was no patient involvement. A video was sent to sorin group (B)(4), which confirmed the reported issue. A sorin group field service representative was dispatched to the facility to investigate and was able to reproduce the issue. The pump cover sensor was found to be defective and replacement parts were ordered to perform a repair. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that pump head a of the s5 double head pump ran continuously when the pump head cover was open, without enabling the override function. This issue occurred during a demo, so there was no patient involvement.